Manufacturer narrative:
The patient¿s weight was not provided. Approximate age of device ¿ 1 year and 4 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to low flow alarms, confirmed via review of the system controller log files by the manufacturer¿s technical services. A CT scan showed issues in the area of the outflow graft. Changes to pump speed or managing clinical aspects such as hypertension, volume and right heart function did not result in increased estimated pump flows. A pump exchange was successfully performed on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The report of low flow was confirmed through the analysis of the submitted log files. However, no device-related issues were identified during the evaluation of hm3 lvas and a direct correlation between the pump and the reported event could not conclusively be established. Upon inspection of the returned device, a very thin layer of pink tissue-like ingrowth was found adhered along proximal edge of the inflow cannula. Although a specific cause for its development could not be conclusively determined, the tissue was well adhered to the textured blood-contacting surface and was minimally obstructive to the blood flow path, suggesting that it was unlikely to have contributed to the reported low flow events. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.